Event description:
It was reported that when the multi-link 8 (ml8) stent was positioned at the lesion prior to inflation, blood was noted inside the hub and a tear was suspected. The ml8 stent was retracted from the anatomy without inflating the stent delivery system (sds) balloon. The device was exchanged for a new ml8 stent to successfully complete the procedure. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue; guide cath: 7f launcher sal 1sh. (B)(4) - during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported tear/leak was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.